Event description:
It was reported that the implant was reviewed because the pt was worse than pre-operative. They checked the valve and it did not work properly. On (B)(6) 2010, it was reported that the doctors thought that the valve may have an obstruction. The pt was improving, but had problems previous and independent of the valve (he had an infection). On (B)(6) 2010, it was reported that there were two doctors involved with the report. One thought that the cause was pt related, and the other was not sure and requested an eval of the valve.

Manufacturer narrative:
(B)(4). The valve was patent, and passed leak, siphon and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.